Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup mode following a pulsed field ablation (pfa) procedure. Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
The information was received as a case report published in oxford academic with the following title and physicians listed: cardiac implantable electronic device malfunction after pulsed field ablation¿insights from the maude database.tasuku yamamoto, jakub sroubek, justin lee, roy chung, koji higuchi, arwa younis, walid saliba, ayman hussein, oussama wazni, pasquale santangeli.